Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic imaging was performed and revealed the left ventricular (lv) lead was dislodged into the coronary sinus. The lead was repositioned to resolve dislodgement. Following the repositioning procedure the patient became diaphoretic and light-headed. An echocardiogram was performed, revealing a pericardial effusion. A pericardiocentesis was performed to resolve the effusion and the patient was stable.